Event description:
It was reported that a pump had an error code during testing. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the liquid crystal display (lcd) was damaged and fluid ingression was seen on the downstream sensor. The tamper seals were also missing. There was no evidence of the error recorded in the event history log. The customer reported two problems: lcd bleed and an error code. The error code was not confirmed during testing; no fault was found, and the root cause was unknown. The lcd bleed/damage was verified and was replaced as corrective action. The root cause of the lcd problem was traced to user damage. The product is beyond 21 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6500.